Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was "low" per continuous glucose monitor settings. Tandem technical support called emergency medical services (ems) on behalf of the customer. Ems assisted customer in getting carbs and testing their bg levels. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.